Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was constantly present during aspiration and blood appeared to be leaking from the handle. After transseptal puncture the faradrive sheath was inserted into the patient and a non-boston scientific mapping catheter was inserted without issue. The mapping catheter was exchanged for the farawave pfa catheter and when aspiration was attempted at that point air was constantly seen and it was noted that blood appeared to be dripping from the sheath handle where the side port enters the handle. No air was seen in the patient and the faradrive was exchanged for another faradrive sheath. Additionally, the pfa catheter had an inverted spline that could not be connected so it was exchanged for a second catheter. The second catheter also had a spline inversion, however, it could be corrected and thus that second catheter was used for the rest of the procedure. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected which revealed no abnormalities. The sheath was then tested for leaks and it failed some of the positive pressure and negative pressure testing. Further inspection identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported blood leak was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was constantly present during aspiration and blood appeared to be leaking from the handle. After transseptal puncture the faradrive sheath was inserted into the patient and a non-boston scientific mapping catheter was inserted without issue. The mapping catheter was exchanged for the farawave pfa catheter and when aspiration was attempted at that point air was constantly seen and it was noted that blood appeared to be dripping from the sheath handle where the side port enters the handle. No air was seen in the patient and the faradrive was exchanged for another faradrive sheath. Additionally, the pfa catheter had an inverted spline that could not be connected so it was exchanged for a second catheter. The second catheter also had a spline inversion, however, it could be corrected and thus that second catheter was used for the rest of the procedure. The sheath has been received for analysis.